Event description:
It was reported that the patient who had groshong catheter implanted "lost his mind" and grabbed the PICC and pulled it off during infusion. The gray part stayed there but PICC was dislodged. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter was broke from the connector was confirmed and the damage appeared to be associated with use. One 4 fr single-lumen groshong nxt PICC was returned for investigation. The two-piece connector had been assembled and secured to the statlock stabilization device before it was returned for investigation. The distal segment of catheter tubing was received separate from the connector. No portion of the blue catheter tubing was observed to extend from the distal connector. The cross section at the proximal end of the distal catheter segment was examined with the microscope and the surface was noted to be uneven and granular. A tactual investigation revealed slight elastic weakness in a 3cm segment of tubing at the proximal end of the catheter. The connector was disassembled and a 9.5mm segment of 4fr groshong tubing was found between the blue compression sleeve and metal cannula of the connector. The catheter broke within the connector, and it appears that the catheter broke from tensile (pulling) force during use. It was reported that the patient pulled the catheter during infusion. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient who had groshong catheter implanted "lost his mind" and grabbed the PICC and pulled it off during infusion. The gray part stayed there but PICC was dislodged. There was no reported patient injury.